Event description:
On 4/19/99, approximately 10 months post implant, patient was seen for weight loss and vomiting, believed to be caused by sinus infection. Pulse generator output current was decreased from 3.0 ma to 2.5 ma. In may 1999, the patient was admitted to the hospital for a workup due to symptoms of vomiting, dehydration, weight loss. No cause for these symptoms could be determined. On 6/3/99, the pulse generator output current was decreased from 2.5 ma to 0.25 ma. Magnet activation output current remained programmed to 3.5 ma. Patient was seen by physician on 6/10/99 and reported a steady weight gain, with no vomiting unless magnet activation was attempted. The magnet activation output current was decreased from 3.5 ma to 1.0 ma. Normal mode stimulation output current was increased from 0.25 ma to 0.5 ma. Patient tolerated settings in office with no vomiting. No further problems have been reported.